Event description:
The patient required medical treatment via paramedics at home for elevated blood glucose (580 mg/dl) following loss of power to the pump.

Manufacturer narrative:
The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The patient reported that the pump had been re-booting without user intervention and continued to use this pump for 4 weeks. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.